Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction; attached the one-way valve and vacuum the balloon twice inside of the tray and remove the iab carefully with grasping it closely from the tray, not bending the catheter. Nevertheless, the balloon unwrapped shortly after being removed from the tray. As a result, another iab was used with success. There were no reported pt complications or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.